Event description:
It was reported that during removal, resistance was encountered between the v-14 wire and the balloon. A v-14 control wire was used for treatment. During the procedure, the physician used a non-boston scientific balloon over the v14 wire but when attempting to remove the balloon catheter, it got stuck with the v-14 wire making it difficult to remove. Both the wire and the balloon were removed from the patient, together as one unit and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product lot number is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.